Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 had failed to open and lock was failed to function. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 other occupation - systems engineer (information technology). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening, and it was believed that the lock was not functioning. The field service engineer (fse) reconnected and tested the drawer, then replaced the latch sensor. The customer verified the repair and successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.